Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was removed due to infection. It was later reported by the hcp that pt had symptoms of fever, drainage and pain. The primary location for infection was the device pocket and catheter track. Culture was obtained and the source was device pocket, lumbar region and csf. The culture was negative for organisms. Intervention included peri-operative antibiotics, intravenous and oral antibiotics, total device system explant. Post-operatively there were no drug withdrawal symptoms. The pump infused other intrathecal drugs and not baclofen.